Event description:
It was reported that the pts had suffered a reduction in sound quality. All external parts were exchanged but without resolution of the problem. Testing showed that the device was malfunctioning.